Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump is not working. Upon triage the service tech found the pump to have a power cord with exposed copper.

Manufacturer narrative:
An evaluation of the scd 700 was performed and the customer states "the pump is not working.¿ the reported issue was not confirmed; however upon triage the service tech found the pump to have a power cord with exposed copper. Visual inspection of the power cord found damage consistent with the power cord being crushed or pinched. Damage to the outer insulation exposed copper on the inner ground wire. Unit was still able to recognize ac power when plugged in. The potential root causes are customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.